Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. Customer stated that the crack on the backside of the insulin pump and the display did not return. Customer stated that the contacts on the battery cap are not missing or damaged. Customer stated that the battery compartment is neither damaged nor corroded. Customer stated that the spring is neither damaged nor corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. Insulin pump received with cracked battery tube threads. (B)(4).

Event description:
It was reported that the device failure analysis was completed under case-(B)(4) on may 4, 2019.